Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insulin gauge was inaccurate. Additionally, the an occlusion alarm occurred. Troubleshooting was performed and the occlusion was found within the cartridge. A supply change was performed to address the occlusions. Blood glucose was 399 mg/dl.